Event description:
A malfunction was reported on the pump with a malfunction code displayed as malf 0. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur. The customer was advised to continue using the pump but to call back if any malfunction code recurred, which the caller acknowledged and understood.